Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump reservoir volume higher than expected was observed, and the device was later explanted. There were no patient effects reported.

Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump operated per specification. Based on the results of the investigation, the reported issue was not confirmed. (B)(4).

Event description:
The patient is currently doing well. Pump therapy was intended to treat back pain with morphine at a dosage of 0.3200 mg/day.